Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation observed that might contribute to the retention of foreign material and no additional event or reprocessing information was reported or is available. The event can be detected/prevented by following the instructions for use sections below: ¿gif-ez1500 operation manual chapter 3 preparation and inspection¿. ¿gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the water channel of the gastrointestinal videoscope was blocked. The issue was found during reprocessing and the device did not fail during a procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was foreign debris protruding from the air/water nozzle. The debris was a white plastic material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the electrical safety test failed and the air/water supply and water removal ability did not meet specification due to clogging of the air/water nozzle. This event is under investigation. A supplemental report will be submitted upon receiving additional information.